Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device not available for return.

Event description:
It was reported via medwatch 2100120000-2023-8002: that during a hip replacement a surgical assistant accidently leaned on the pencil causing the burn to the patient. The burn was a 1st degree burn on left distal thigh. Allevyn ointment was applied to keep the burn moist. No additional treatment is expected. The surgical team noted a ¿dime-sized lesion¿ on follow-up visit. The procedure was completed successfully without a delay; no medical intervention were reported.

Manufacturer narrative:
G1: changed from "(B)(4)" to "(B)(4)". F10/h6: changed from "overheating of device" to "excessive heating". H6: the quality investigation is complete.

Event description:
It was reported via medwatch (B)(4): that during a hip replacement a surgical assistant accidently leaned on the pencil causing the burn to the patient. The burn was a 1st degree burn on left distal thigh. Allevyn ointment was applied to keep the burn moist. No additional treatment is expected. The surgical team noted a ¿dime-sized lesion¿ on follow-up visit. The procedure was completed successfully without a delay; no medical intervention were reported.